Event description:
In 2000, the plantiff was admitted with complaints of chest pain and underwent cardiac catheterization and ptca. Two vessels were successfully stented, but complications developed during attempted stenting of the distal circumflex artery. During attempted stenting of the circumflex, the guide wire sheared so that a portion of the wire tip lodged in the plantiffs coronary vessel. In addition, the stent would not deploy such that it, too, became lodged in the plantiffs coronary vessel. Guide wire was manufactured by guidant. Stent was manufactured by bsc/scimed. After the complications developed the physician stopped the procedure, took the plantiff from the table and consulted a surgeon. The physician's decided not to intervene surgically to retrieve the foreign bodies from the plantiffs chest. The physician took the plantiff back to the procedure room and attempted to re-catheterize the circumflex artery. The attempt to clean the blockage of the target artery, including the blockage now caused by the foreign bodies, was unsuccessful. Plantiff remained at hospital for several days, heavily sedated and on high doses of intravenous narcotics for pain until their discharge in october 2000. On the following day, plantiff complained of intense chest pain and was taken by ambulance to another hospital. Plantiff suffered a myocardial infarction, as well as other further cardiac catheterizations and attempts to remove the medical device debris. As a result, the plantiff is left with intractable angina, because it has been determined that the vessel in question is not amenable to surgical bypass. The complaint filed by the plantiff fails to identify the name of the device at issue in the alleged incident and provides no other identification information to facilitate a complaint investigation.